Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One used fluidics management system (fms) in the opened tray was visually inspected. The aspiration tubing was returned detached from the cassette. No solvent residue was at the end of aspiration tubing. The improper aspiration tubing insertion to the cassette caused system message code failure. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturing related, caused by an assembly error during the wetting of the tubing with solvent and subsequent insertion to the cassette. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of observed issue from occurring. Although the root cause is manufacturing-related, no further investigative or manufacturing actions are warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vacuum could not build up properly during intraocular lens implant surgery and after the procedure ended and the device was removed, it was discovered that the pack tubing had become disconnected. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).